Manufacturer narrative:
Olympus followed up with the user facility in an attempt to obtain additional information regarding the reported event but with no result. The olympus endoscopy account manager reported that pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning. The user facility utilizes the olympus oer-pro to perform high level disinfection which has had no reported problems and the pms are up to date. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in scope cabinets with hepa filters (no channel drier). The referenced scope was not returned. The cause of the reported event cannot be determined at this time. However, as part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that after a therapeutic endoscopic ultrasound (eus) procedure, a patient reportedly became infected with vancomycin-resistant enterococcus (vre) from the use of the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the endoscopy support specialist¿s (ess) investigation, the independent laboratory test results and the results of the physical evaluation of the scope. The ess observed the reprocessing steps by the staff and provided a cds reprocessing in-service. The ess did not observe any deviation from the process for leakage testing, sponging of the scope, or brushing. The client uses all proper brushes and time allotment outlined in the gf-uct180 reprocessing manual. After further investigation, the ess found that the facility has not high level disinfected the efp-500 tubing or the flushing machine since january of 2019. The ess informed the registered nurse, assistant nurse manager, and the facility educator of this finding. The ess went over the recommendations to high level disinfect the tubing once a day and the machine once per month. The scope was sent to an independent laboratory for microbial testing. The scope's distal end and elevator mechanism tested positive for bacillus species, the scope's air/water channel tested positive for micrococcus luteus and micrococcus yunnanensis and the scope's instrument/suction channel tested positive for staphylococcus hominis and micrococcus luteus. The scope was ethylene oxide (eto) sterilized and returned for a device evaluation. A visual inspection was performed on the received condition and there was no signs of foreign material/stains present within the biopsy channel. Upon inspection of the biopsy channel, a scrape was discovered a scape mark along the channel wall at the 20 centimeter and 40 centimeter markings on the insertion tube from the distal end side. The bending section cover glue on the insertion tube side is both lifting and discolored. The insertion tube also displays signs of discoloration near the bending section area. The gf-uct180 video scope failed the leak test, as a large leak was found at the elevator channel plug. A loose plug was causing the leak. A review of the scope¿s instrument history records, indicate the scope was purchased on (B)(6) 2016 and was last sent in for service on (B)(6) 2018. The exact cause of the reported positive culture could not be confirmed. However, as a preventive measure, the instruction manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Also, "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the the nurse manager at the user facility further reported that the infection was detected as the physician notified the endoscopist with the patient test results. On (B)(6) 2019 the patient was treated with zosyn 4.5 gm and on (B)(6) 2019 the patient was treated with antibiotic regimen. The procedure was completed with the same scope without issue. As a result or the reported patient infection, the scope was cultured using healthmark flexible endoscope sampling kit. The first scope culture tested positive for (5cfu) shigella flexneri, e. Coli, enterobacter hormaechi and the second culture tested positive for (32 cfu) staphylococcus epidermidis. The scope has not been eto sterilized. The referenced scope was returned to olympus but the evaluation is in progress. If additional information becomes available, this report will be updated accordingly.